Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the calibrations on the imaging system were performed to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system did not pass verification calibration for 3d image acquisitions. There was no patient present when this issue was identified. No additional information was provided.